Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal cables were replaced to resolve the issue.

Event description:
The hospital reported an error that caused a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.